Event description:
The customer reported via phone call that the insulin pump alarmed button error, after customer was walking on the beach with the device in his pocket. Customer's blood glucose was 123 mg/dl. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump act and esc buttons did not respond due to corroded keypad traces. No button error alarm noted. No moisture damage on electronics noted. The insulin pump was received with minor scratches on display window and cracked reservoir tube lip.